Event description:
During an ercp procedure, the physician used a tri-tome pc triple lumen sphincterotome to perform a sphincterotomy. When the physician was attempting sphincterotomy, the cutting wire broke and perforated the patient's duodenum. The patient was hospitalized and treated with antibiotics post procedure. A follow-up with patient showed no perforation. Post procedure, the patient's condition was reported as good.